Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error.

Event description:
It was reported that the customer's fill estimate were inaccurate with multiple cartridges. Tandem technical support reviewed pump data and informed the customer that the cartridges had been overfilled. Additionally, the customer reported experienced a low glucose. The customer had seizures and experienced stiffness in the neck and body. The customer's blood glucose was 28 mg/dl. The customer was treated with orange juice until blood glucose came up to target range. The customer stated that was unsure of the cause of the low blood glucose level.